Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, balloon detachment occurred. The target lesion was located in the superficial femoral artery (sfa). When removing the balloon protector from the 3.5mm/1.5cm/140cm small flextome mr peripheral cutting balloon, it was noted that the device was separated between the shaft and the balloon. The device was not used on the patient and the procedure was completed a different device. No patient complications were reported and patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was received in two sections as a result of a break at the exchange port. An examination of the break site found that the extrusion was stretched. The balloon protector was placed over the balloon. The balloon was fully attached to the shaft. A severe kink was noted at 9.3cm distal to the exchange port. The device was connected to an encore device and when a vacuum was pulled the balloon protector was withdrawn and no issues were noted with the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, balloon detachment occurred. The target lesion was located in the superficial femoral artery (sfa). When removing the balloon protector from the 3.5mm/1.5cm/140cm small flextome mr peripheral cutting balloon, it was noted that the device was separated between the shaft and the balloon. The device was not used on the patient and the procedure was completed a different device. No patient complications were reported and patient status is stable.